Event description:
On 06/12/2008, the pt reported that he notices air bubbles in the insulin cartridge after it is placed into the infusion device. He stated that he uses room temp insulin and only fills the insulin cartridges to 200 ml. He was educated on the importance of adjusting the piston rod before inserting the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation

Manufacturer narrative:
No product will be returned for evaluation.